Event description:
The caregiver called stating that the 5310ivc semi electric bed, part of bed package bed-4ivc, raised up but allegedly it will not lower, with the pendant. No injury alleged. The malfunction has not been confirmed.